Event description:
Technical services received a call on 06/01/2012 from sales rep. The lead was implanted on (B)(6) 2008 remains implanted. Rv threshold had gone uo sliahtlv. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).